Event description:
In 2001, I was submitted to a lasik surgery (both eyes); left eye first and right eye 30 days later. My prescription before surgery was 10 myopia (both eyes) and 2.5 astigmatism right eye 1.5 astigmatism left eye. Apart from minor vision aberrations at night (halos and starbursts), I was considered a classic 100% success. As a matter of fact, after surgery, my vision was 20/20. Three years ago (2013) I started to notice a fast vision decay, associated to a mild eye dryness, faster than I was able to cope with, up to the point that driving at night became impossible, after going back to my original surgeon for checks and being offered a second surgery,under the argument that a small astigmatism had returned, I decided to look for a second opinion. A well known doctor here in my city, diagnosed me with post lasik ectasia. I was submitted to a cornea topography and a corneal tomography. Add'l surgeries are absolutely out of the question. According to my new doctor, my corneas are extremely distorted even if the total thickness is still inside safe parameters (around 350 micron). Today I have to wear some special and very expensive customized rigid gas permeable contact lenses all day long. I have also have a high consumption of eye lubricants that I have to apply at least four times a day. Even if the quality of the vision is fair with the rgp's, there are some variations from one day to another and above all, aberrations area always present. Driving is an issue, computer use is an issue, reading under low light is a big issue. Glasses are useless.